Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. The clinic was notified that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. It was noted that there was no oversensing noted on ventricular tachycardia non-sustained (vt-ns) events and impedance trends were stable. Follow up was conducted with the clinic. The healthcare professional (hcp) was able to verify that the patient had not been seen but the report was reviewed by the physician and saw no concerns with the system. The lead remains in use. No patient complications have been reported as a result of this event.